Manufacturer narrative:
(B)(4). Incomplete/interrupted firing the analysis results found that the long45a device was received in good visual condition and with two reloads present. Reload b was received fully fired; reload c was received partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fell out during the visual or functional testing. Although no conclusion could be reach on what caused the reported event it is possible that the reload was loaded incorrectly. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the magazine slipped out of the instrument during closing. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.